Event description:
The MFR representative reports the pt's device was removed due to infection. The exact date of explant is unk. The device was not returned to the MFR for analysis. The MFR has requested add'l info on pt symptoms and outcome from the hcp. A follow up report will be sent when add'l info is received.